Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the sensor is giving false readings. The customer indicated that she had high blood glucose of 400 mg/dl but the sensor indicated low blood glucose. At another time, her blood glucose was at 170 mg/dl but was indicating that she was 59 mg/dl. Customer does not recall any significant events leading to the error. The customer indicated that she did not have time to troubleshoot and would call back at a later time. Ino further information was provided.